Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records and radiographs were provided and reviewed by a health care professional. Imaging showed a faint radiolucency about the posterior keel, suggestive of early loosening of the tibial component, along with a large effusion. Further workup, including a bone scan and laboratory testing, confirmed aseptic loosening. Revision operative records noted that the tibial component was found to be grossly loose with absolutely no adhesion of the (unknown) bone cement to the tibial tray. The femoral and patellar components were well fixed; the patella was retained, and all other components were revised without complication. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00596401651 - femoral component option size f left compatible with lps-flex prolong - 64038289 00596404012 - articular surface size ef 12 mm height ''use with plate 5 - 64063619 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 64014570 unknown - unknown cement - unknown customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left total knee arthroplasty. The patient did well until they presented approximately 6 years post-op with increasing pain. The workup revealed aseptic loosening of the tibial component and the patient was revised. During the surgery, the surgeon noted that the tibial component was grossly loose and that there was no bone cement adhered to the tibial component. The femoral and patellar components were well fixed. The patella was left in place and all other components were revised without complication. At six weeks post revision, the patient was ambulating without assistance and with minimal pain. All available information has been provided.